Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump received with minor scratches on lcd display window noted. After installing battery tester pump alarmed failed test due to corroded battery tube spring noted. Pump passed displacement test. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had diminished battery life and very minor scratches on the screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.